Manufacturer narrative:
Please find attached literature article. - attachment: [nakai literature article-37855.pdf].

Manufacturer narrative:
(B)(4). Per the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
In a review of published literature, the following information was noted: takahiro nakai, et al., "early experience of use of gore ibe", ivr: interventional radiology (1340-4520), volume 3, issue no. 1, page 69, (may 2018). Gore® excluder® iliac branch endoprostheses were implanted in eight patients (male 6/female 2), nine limbs in total, at the facility from june 2017 to january 2018. The patient average age was 70.1 +/- 4.4 years old. The lesions included eight aorto-iliac aneurysms and one common iliac aneurysm. One of the patients showed an occlusion of the internal iliac artery/component post-operatively. There was no reported ischemia of the internal iliac artery.